Event description:
The affiliate reported that little information has been received and that they had three cases where the microsensors broke and the breakages have occurred near the transducer end and not at the entry point at the scalp. It was noted that it is more than likely related to staff not taking enough care with moving the patient. The product was discarded.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device discarded.